Manufacturer narrative:
Multiple patients were involved in this event; no patient identifier was provided however demographic information for each patient is included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect prolactin results for two patients. For the first patient, the customer noted that the result was 30.13ng/ml (reference range: <26.53ng/ml), which was inconsistent with clinical observations per the physcian. The sample was tested using the siemens chemiluminescence method, with the result of 19.22ng/ml (siemens reference range: <29.2ng/ml). The patient was a (B)(6) woman with secondary oligomenorrhea. For the second patient, the result was 42.37ng/ml (reference range: <26.53ng/ml), which was also inconsistent with clinical observations per the physician. The sample was tested using the siemens chemiluminescence method, with the result of 22.68ng/ml (siemens reference range: <29.2ng/ml). The patient was a (B)(6) woman with irregular menstruation.

Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket and trending review, labeling review, device history review, and inhouse testing of a retained reagent kit lot 30367ud01. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review for the complaint list number did not identify any trends. Device history review did not identify any non-conformances or deviations relating to the complaint under review. Accuracy testing was completed using panels which mimic patient samples using an in-house retained reagent kit. All specifications were met indicating that the lot is performing acceptably. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency was identified for the architect prolactin reagent kit, lot 30367ud01.corrected information provided in section d3 email and g1 mfg site email.